Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving a plum 360 pump where the customer reported that they have had four recent incidences of the 100 ml secondary bags infusing too quickly. Infusion is completing approximately 5 min prior to set. Aprox stating 87 ml infused when set for 100 ml's. There was patient involvement and unknown human harm.

Manufacturer narrative:
Received an email from becky pritchard, indicating that the issue was attributed to a nursing error related to programming. It was noted that a new nurse was involved and that educational training had been completed to address this issue. The device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. A comprehensive review of the device's service history for the past 12 months revealed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue.